Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This product is expected to be analyzed. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned roughly two months after implant due to a possible unspecified issue. There is no information that suggests a new device was implanted. The device was returned and analyzed. No additional adverse patient effects were reported.